Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Te root cause investigation is in progress through CAPA (corrective and preventive action) (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is a defective speaker harness. The speaker harness has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with failure (B)(4). The event occurred "upon power up" in the biomed service department. There was no report of patient injury or medical intervention necessary. During service at baxter, it was discovered that the device audibly failed to alarm. No additional information is available.